Manufacturer narrative:
(B)(4). The report source was not foreign. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a post surgical allergic reaction to floseal. The indication for the surgery and the amount of floseal used was not reported. There was no further information provided regarding the surgical technique or regarding the manifestations of the allergic reaction. Treatment was not reported. No further information was provided regarding the patient's outcome for the event. No additional information is available.